Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operative ruptured 14 cm in diameter abdominal aortic aneurysm. The right iliac was aneurysmal, and the proximal left iliac had a severe bend of at least 60 degrees. Vessels were mildly calcified. The patient was admitted with an mi, hypotension, and a ruptured aaa. The 28 mm talent converter could not be advanced to the aneurysm due to the severe angulation of the left iliac and also because of having selected an amplatz wire. The device was not advanced on the right side, as it was aneurysmal. The first 28 mm talent converter device ended up kinking and was discarded. A smaller 24 mm talent converter was able to be advanced to the aneurysm without issues on a stiffer lunderquist wire, followed by a fem-fem bypass being performed. It was reported that the patient expired from the ruptured aneurysm three days post index procedure. There had been too much blood loss pre-operatively and the patient was hypotensive.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death); unapproved use of device (pre-operative rupture; using the talent converter as a primary device). Evaluation, conclusions:user error contributed to event (pre-operative rupture; using the talent converter as a primary device).